Event description:
The customer reported that milk was spilled on the user interface of the companion 2 driver, and the touchscreen went blank and did not recover its functionality. The companion 2 driver continued to pump and provide pneumatic support to the pt. The pt was transferred to a portable freedom driver later that day. There was no pt impact.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for eval, and the results of the investigation are provided in the investigation report attached hereto. The issue reported by the customer of the touchscreen not functioning was not able to be duplicated in the lab at syncardia. During initial assessment, the touchscreen functioned as intended. However, the investigation did identify milk residue in the driver, which was most likely the cause of the issue reported by the customer. A visual inspection of the external components of the companion 2 driver identified milk residue on the front skin, touchscreen, and outer diameter of the key switch. The driver was disassembled, and a trail of milk residue was observed leading from the front of the driver along the bottom right corner, pooling in the rear of the cassis. Milk residue was observed along the bottom of the touchscreen and between the cpc driveline connector block and touchscreen and on other interior components, such as the outer insulation of motor control cable b, the external air regulator knob, the outside of the left vacuum blower, the insulation of the regulator wires and the front end of the chassis weldment. During the investigation, testing revealed that the internal emergency battery was not functioning as intended. The emergency battery was evaluated and found to have a permanent fault, indicating a charge safety-overcurrent condition. The cause of the malfunctioning battery was not the result of the milk spill. The internal emergency battery was replaced, and the malfunctioning battery was sent to a consulting electrical and software engineering company for further eval. The interface touchscreen was replaced, and all other components with milk residue were cleaned using reagent alcohol and a lint free cloth. The driver was reassembled per procedure and then passed all final performance testing. The reported complaint posed a low risk to the pt, because it did not prevent the companion 2 driver from performing its life-sustaining functions. Syncardia has completed its eval of this complaint and is closing this file.